Event description:
Nurse documentation reflects: rn to pull jf drain from left groin area. Negative pressure let off jp drain. Sutures clipped. Attempted to pull the drain out and met resistance. Other rn staff called in to check jp site also, other rn met resistance too and did not further attempt to pull drain out. Nurse practitioner came and pulled drain out, tip of drain was not intact. Physician notified, surgery planned.